Manufacturer narrative:
The account replaced the scale board but the alleged issue remains. The account replaced the external alarm assembly to resolve the issue.

Event description:
The account alleged that the pt position alarm is faint and could not be heard outside the room that the bed is in. No injury reported.